Event description:
During servicing of an electrode belt, which was returned for an unrelated issue, a reportable problem was discovered. The electrode belt failed incoming testing.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn: (B)(4) has been completed. As received, the belt failed the therapy electrode (te) recognition test. Upon evaluation, there was an open pulse wire in the trunk cable and in the cable connecting the distribution node (dn) and the front te between the dn and ECG electrode b. The cause of the test failure is the open pulse wires. The root cause of the open pulse wires cannot be positively identified but is likely excessive force placed on the cable. No adverse event resulted from the open pulse wires.